Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during prime. Customer stated that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 215 mg/dl. No significant events leading to the alarm or keypad issues were observed. Troubleshooting was done for the no delivery alert. Insulin finally exited from tubing with manual plunger push. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. However, customer was advised that he could use the pump in the meantime because his issues are not so severe. Product is being returned and replaced.

Manufacturer narrative:
All buttons operated properly however, the insulin pump had moisture damage to the keypad traces during visual inspection. The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.